Manufacturer narrative:
(B)(4)

Event description:
It was reported that the atrial lead had dislodged. The lead was repositioned and the electrical measurements were normal. The patient was doing well.